Manufacturer narrative:
The device was returned to olympus for inspection. The customer allegation was not observed. A root cause could not be identified. Based on the results of the investigation, olympus was not able to confirm the customer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during the reprocessing of their rhino-laryngo fiberscope device, it was discovered that there was discoloration of the bending section cover of the fiber tip, which had turned from a black color to a brown one. The customer was unable to confirm whether the browned area was a stain or foreign material deposited on the surface as the customer did not try to scrape the discoloration off or remove the discoloration in any other way. There was no patient involvement.